Event description:
The surgeon was performing a hip procedure on (B)(6) 2011 with the assistance of te robotic arm interactive orthopedic system (rio). During impaction of the acetabular cup, the surgeon impacted to 7mm proud with the rio, then switched to manual impaction to seat the cup, and was satisfied with the final placement. During femoral broaching, the femoral checkpoint was hit and loosened. The calculated leg length was displayed as 5mm longer, but the surgeon did not feel this value matched his clinical estimation. The surgeon then switched from a neutral femoral head length to a -3.5 mm head length, and the case was reported to have had a successful outcome.

Manufacturer narrative:
As part of normal complaint f/u, an investigation was performed at mako surgical with regards to this event. The eval concluded that the perceived incorrect leg length value was due to movement of the femoral checkpoint. The software and user guide recommend the placement in a specific region of the femur. If the checkpoint is placed incorrectly, the risk of loosening during broaching may be increased.